Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no other incidents. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All information was investigated and the reported positioning failure appears to be related to patient morphology/pathology and due to anulus calcification and the constitution of the leaflets (fragile and frayed). The reported possible tissue damage may have been due to a combination of patient morphology/pathology and attempts to grasp the leaflets (positioning issue). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip was advanced, three grasping attempts were performed; however, there was no mr reduction and there was loss of leaflet capture, with the anterior mitral leaflet. The anterior mitral leaflet was fragile, and the grasping area was frayed, it is unclear if there was injury to the leaflets. The clip was not implanted, and the procedure was aborted. No clips were implanted. Mr remains at grade 4. No additional information was provided.